Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer wears the pump against their skin. There was no reported adverse impact to the customer's blood glucose (bg) levels for the past occlusion alarms; current bg level was 136mg/dl. Tandem technical support educated the customer in possible causes of occlusions alarms.